Manufacturer narrative:
The product is available for evaluation; however. As of to date it has not been returned. Additional information has been requested and will be submitted within 30 days of receipt.

Event description:
Wire separated and retained in-patient. The report received indicated that the intended procedure was a vasodilatation of a lesion in the right coronary artery. The lesion was described as a chronical total occlusion (6 months), highly calcified, mildly tortuos and with a 2.5mm reference vessel diameter. During the first step of the procedure, the guidewire was being used to cross the lesion. The wire was advanced 1 - 1.5cm in the occlusion; several attempts were made to further advance the wire with no progress. Therefore, the physician decided to change the wire. However, during removal of the wire, the radio opaque part of the wire got fixed inside the occlusion and could not be removed from the vessel. The wire came out without the radio opaque coil. The physician tried to remove the wire safely; however, the physician decided to leave the radio opaque part of the wire in the lesion and stop the procedure. The patient was reported to be in stable condition. Further information indicated the wire had been prepped as per the instructions for use and there were no anomalies identified on the wire during prepping.